Manufacturer narrative:
Pending engineering evaluation.

Event description:
The surgeon was unable to assemble the 46mm bipolar cup (locking ring fixation). He attempted several times. A 47mm bipolar cup was utilized and the surgery completed. During the radiograph taken after the surgery, it was noted the patient had dislocated. Reoperation occurred immediately.